Event description:
Abutment and abutment screw replacement surgery performed for unknown reasons. No product failure. No clinical signs reported. The procedure took place on (B)(6) 2024.

Manufacturer narrative:
Abutment and abutment screw replacement for unknown reasons. No product failure. No clinical signs reported.